Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. It was reported the patient had a breach in septic technique and did not wear a facemask during the pd exchange. The patient¿s pd culture yielded growth of neisseria which is an organism that colonized the human oropharynx and cavity. Therefore, the patient¿s peritonitis can be reasonably associated with a breach in aseptic technique/not wearing a facemask , as reported by the patient¿s nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This report is for a hospitalization due to peritonitis. It was initially reported that a peritoneal dialysis (pd) patient was in the hospital. There were no reported allegations that the hospitalization was related to any fresenius device or product. Upon follow-up, the patient¿s pd registered nurse (pdrn) reported that on (B)(6) 2021 the patient was hospitalized for peritonitis. Per the pdrn, the patient¿s pd culture (date obtained unknown) yielded growth of the organism neisseria. During hospitalization, the patient was treated with unknown antibiotics and continued pd treatments. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing outpatient antibiotic therapy with ceftriaxone 2000 mg intra-peritoneal. The patient has recovered from the event and continues pd treatment with the same cycler without any issues. Per the pdrn, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The pdrn attributed the event to a breach in aseptic technique because the patient was not wearing a face mask during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Corrected information: a2, h10, h6- investigation conclusion(transcription error) plant investigation: the sample was not returned to the manufacturer and the lot number or part number were not provided. A manufacturing review was performed on the lots of cycler sets shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. The user guide p/n 480145 was reviewed and in the pre-treatment setup instructions it is noted prior to starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error as per the patient¿s peritoneal dialysis registered nurse (prdn) account of the event.